Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2021 [related manufacturer reference number:1627487-2021-01757 & related manufacturer reference number:1627487-2021-01758], the physician was unable to implant a new lead due to patient anatomy. As a result, the procedure was abandoned.